Event description:
Patient was undergoing a left laparoscopic hand-assisted donor nephrectomy. Retractor was placed under the tip of the 12th rib, the camera through the upper port, and harmonic scalpel through the lower port and the left lower quadrant, and dissection was begun. Plastic platform from the harmonic scalpel came off sometime during the operation. The plastic piece was the size of a staple. The surgeon felt it was no different than a surgical clip, therefore, it was decided that further surgical intervention to retrieve the plastic piece was not warranted. Otherwise the surgical procedure was completed without further incident and/or untoward effects.